Manufacturer narrative:
Software version (unknown) moisture damage device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a critical pump error alarm prior of the screen turned off. The customer¿s blood glucose was unknown. Troubleshooting was done for blank display. Customer was called back with blank display after receiving new battery cap. Customer reported that the insulin pump got little wet. Customer reported that the display did not returned even after battery change. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.